Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x28 mm xience alpine stent delivery system (sds) was used for an unspecified coronary procedure. The sds was advanced into the patient anatomy; however, strong resistance was noted with the stenosed vessel. Due to the strong resistance pushing the sds through the stenosis, the sds was removed from the vessel. When the distal tip of the catheter came out of the vessel, it was noted that the stent was not on the balloon. The guiding catheter was used in an attempt to remove the dislodged stent without success. The stent remains in the ascending aorta. There was no adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance, difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was to treat a 90% stenosed lesion in the left main coronary artery into the left circumflex. Pre-dilatation was performed prior to advancing the xience alpine stent delivery system (sds). Resistance was noted with the anatomy when removing the sds from the patient. An attempt was made to remove the dislodged stent using an unspecified bdc to pull the stent into the guiding catheter; however, the distal struts were stuck within the vessel wall or the left main/lad stent so it was not possible to remove the stent. The dislodged stent remains adherent to the vessel in the left circumflex artery and partially in the ascending aorta. An unknown stent was implanted to successfully complete the procedure. No additional information was provided.